Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements of 125 ohms. The readings increased gradually over time most likely due to calcification. Technical services (ts) suggested reprogramming options. No patient impact was reported, and the lead remains in service.